Manufacturer narrative:
A united states customer contacted a customer care center and reported they obtained discordant breast cancer antigen (ca 27.29) (br) results for multiple patient samples on an advia centaur xp instrument. On the day of the event quality control (qc) for br was initially out low. The customer calibrated the assay and ran qc which was within limits and then ran patient samples. A customer service engineer (cse) was dispatched to the customer's site to check the instrument. The cse performed a total service visit and found no issues with the instrument. Precision testing was performed with qc and compared to an alternate advia centaur xp instrument, which recovered acceptably. The cause of the falsely depressed br results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2022-00248 was filed for the discordant br results that were generated on 09-aug-2022.

Event description:
Falsely depressed breast cancer antigen (ca 27.29) (br) results were obtained on multiple patient samples on an advia centaur xp instrument. The discordant result(s) were reported to the physician(s) and were questioned. Since the samples were beyond stability the customer requested redraws of these patient samples. There are no known reports of patient intervention or adverse health consequences due to the discordant br results.